Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (388 mg/dl). Customer stated that their carbohydrate ratio may be "off". System check with tandem technical support was performed and the pump was functioning as intended. In addition, it was reported that the pump date was inaccurate. Customer stated the date may have been set wrong. Customer brought bg levels back to target range with manual injections, correction boluses, and an insulin pen.